Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the customer is unsure how the crack occurred. Customer reported the pump is still functional. Customer had elevated blood glucose (bg) levels reaching 510 mg/dl. Customer delivered a bolus to address elevated bg levels. Reportedly, customer will continue to use the pump for insulin therapy.